Manufacturer narrative:
A device evaluation was performed by our service department. Root cause is unknown because the device performed to spec and to its intended use. The service dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. See scanned pages.

Event description:
Patients complained that the device surged during electrotherapy treatment.